Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver, in addition to an adverse event that occurred. The patient's mother stated that on (B)(6) 2017 the patient was walking ahead of her and the patient fainted due to low blood sugar. The patient's mother stated that no audio alerts were passed to her via receiver. The mother was able to catch her son before making contact with the ground. The patient's mother provided 65mg over the counter (otc) glucose gel to the patient and he regained consciousness, fully coherent and healthy. No additional medical intervention was required. At time of contact the patient's condition was conscious and healthy. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for internal inspection and passed. The reported event of no audio output was not confirmed. A root cause could not be determined.